Manufacturer narrative:
Correction: device manufacturing date is updated with the system manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Missing device manufacture date. H6) no parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that when booting on the mobile view station (mvs) the screen was showing the blue intel screen. The site hard rebooted the mvs three times with no change. Medtronic imaging was aborted. There was no patient impact reported and a less than one hour delay to surgery.